Event description:
During the patient call, the autopulse platform stopped compressions after 5 minutes when the fully charged autopulse li-ion battery (sn (B)(4) was used. The user placed the second battery (sn (B)(4), however, the same issue occurred again. The crew immediately revert to manual CPR. No consequences or impact to the patient. Per the reporter, the platform used during the call is functional and will not be returned for evaluation. Please see the following related MFR report: MFR # (B)(4) for the autopulse li-ion battery 2 of 2 (sn (B)(4).

Manufacturer narrative:
The reported complaint of the autopulse platform stopped compressions after 5 minutes when the fully charged autopulse li-ion battery (sn (B)(4) was not confirmed during the functional testing and the archive data review. No device malfunction was observed during the testing, and the battery worked as intended. No physical damage was observed and two amber lights were lit on incoming inspection. The battery passed charging 5 times in a known good autopulse multi-chemistry battery charger, and the status leds of the battery showed four green lights each time. The battery was successfully tested on a known good autopulse platform 4 times using a large resuscitation text fixture and performed compression until discharged with no issue. The archive data review showed no errors in the whole archive. The battery was last charged successfully at the zoll service facility on (B)(6) 2022, and was last used/inserted in the autopulse on (B)(6) 2022. The date of the event is unknown.